Manufacturer narrative:
One i3 unit and one accessories were returned for analysis. Unit passed diagnostic test without no issue found. No error message was observed. However, review of log files confirmed the reported event of error 5. A review of the DHR was performed for the reported batch and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. Since the error 5 was confirmed in the logs but no instances on it being observed with exploratory software or i3 boot and reading cycling tool, root cause of the event remained unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.